Event description:
Subject underwent a cryoablation procedure on 2 right lung tumors on (B)(6) 2012. Intra-operatively, subject developed a pneumothorax which was aspirated and resolved on (B)(6) 2012. An x-ray done on (B)(6) 2012 was normal and indicated there was no pneumothorax present.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated for the pneumothorax and the issue was resolved.